Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy and posterior colporrhaphy due to stress urinary incontinence. Following insertion the patient experienced urinary problems and dyspareunia. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary urgency and frequency. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary urgency and frequency.

Manufacturer narrative:
It was reported that following insertion the patient experienced chronic pelvic pain, enuresis, urine leakage, and abdominal pain.

Event description:
It was reported that following insertion the patient experienced chronic pelvic pain, enuresis, urine leakage, and abdominal pain.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.